Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification, lot number and expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01149 & 01150).

Manufacturer narrative:
Device was not returned for evaluation. Evaluation results were errantly provided on the unknown knee associated with this manufacturer report number. The event description mentions an issue with an instrument during the revision of this unknown knee. The evaluation results were correctly reported on 1825034-2014-01150 for the instrument.

Event description:
It was reported that patient underwent a knee arthroplasty receiving a biomet knee system on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. During the revision procedure, the tip of the screwdriver fractured inside the femoral screw as it was being tightened. Another femoral component and screw were used to complete the procedure; however, a delay greater than thirty minutes was encountered as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of components determined the root cause of the event was most likely due to misuse by instrument being put through excessive force or over torqued, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure.